Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a "unilateral right -side capsular contraction, baker grade iii/IV implant exchange." This record is for the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture, received on september 01, 2023. With lot number#: 3521206. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a unilateral right side capsular contraction, baker grade iii/IV. Implant exchange. Device has been explanted.